Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the alarm light emitting diode (led) failed. It is unknown if the device was being used for treatment at the time the reported issue was discovered, however, no patient or user harm reported.

Manufacturer narrative:
MFR rec¿d date 24sep2019 . Date of report rec¿d 25sep2019. The customer reported that the unit was repaired by replacing the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.